Event description:
During the testing phase, the vacuum light on the device lit three times, thus preventing the device from being used on the patient. No patient injury was caused. The rep. Was present and recommended opening a new device.